Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) lead was explanted due to spiking atrial high out of range pace impedance measurement greater than 3,000 ohms. Impedance spikes were reproducible in clinic without maneuvers. It was noted the patient is atrially paced, seventy-one percent. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is received for analysis, this report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) lead was explanted due to spiking atrial high out of range pace impedance measurement greater than 3,000 ohms. Impedance spikes were reproducible in clinic without maneuvers. It was noted the patient is atrially paced, seventy-one percent. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is received for analysis, this report will be updated with pertinent information upon completion of analysis.